Manufacturer narrative:
It is unknown if sample will get returned for evaluation or not. There were no images or videos provided for investigation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided or sample is returned in the future, a follow-up report will be submitted.

Event description:
¿I was the line rn on (B)(6) 2022 7p. Around 2230, the bedside rn, called me to notify me that the PICC dressing for her patient, was wet and appeared to be leaking ivf. As I started to remove the old dressing, an obvious crack in the clear hub of the PICC was noted, with ivf leaking out from the crack. I then repaired the PICC at this time using a sterile PICC repair kit and applied a new sterile dressing. The patient tolerated the repair well, but was without ivf and continuous drips for approximately 30 minutes while repair was performed. The bedside rn stated she would notify the team of repair.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. CAPA 2021-039 was initiated to address this issue and is currently in the implementation phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
¿I was the line rn on (B)(6) 2022 7p. Around 2230, the bedside rn, called me to notify me that the PICC dressing for her patient, was wet and appeared to be leaking ivf. As I started to remove the old dressing, an obvious crack in the clear hub of the PICC was noted, with ivf leaking out from the crack. I then repaired the PICC at this time using a sterile PICC repair kit and applied a new sterile dressing. The patient tolerated the repair well, but was without ivf and continuous drips for approximately 30 minutes while repair was performed. The bedside rn stated she would notify the team of repair.¿